Event description:
Upon opening bard catheter and glove suction kits - ((B)(4)), catheter was missing the plastic suction control device rendering the suction catheter unusable; both catheters that were opened had white crusty material on catheter tip extending upward. Appears to be a serious manufacturing and quality control and possible infection control issue.